Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-12225 and 1225714-2014-122226.

Event description:
Additional information received noted that the patient experienced was a myocardial infarction, which was alleged to have been caused by the products administered during dialysis.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.